Event description:
The reporter contacted animas on (B)(6) 2012 stating that the patient had elevated blood glucose levels between 20 mmol/l and 30 mmol/l with occasional nausea, increased thirst and urination, and sleepiness. The reporter stated that the patient's educator noted an issue with the keypad buttons one month ago with the buttons requiring several harder presses to respond. The reporter stated that the educator attributed the elevated blood glucose levels to the patient not monitoring the boluses closely during programming. The reporter confirmed that there was no damage to the keypad or audio bolus buttons. The patient reportedly wore the pump in a pocket and did not clean the pump. This report is made based on the allegation that the patient experienced hyperglycemia related to an alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). The pump was returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the ok button and up arrow button respond to presses intermittently. No damage found to the keypad . Keypad was removed; no damaged/misaligned contacts found; contamination was found under all button contacts. A 29 hour flow accuracy test was performed; pump passed flow accuracy test and was found to be delivering within the required specifications. No activity outside normal use observed in the black box or download history. Daily insulin delivery totals correctly reflected the user's programmed basal rates.